Event description:
Customer is reporting a complaint on product # 6528q. (B)(6) customer states that a cna reported that the cinch didn't hold while a patient was standing. When the patient's legs gave way the belt fed through the cinch until it reach the end of the belt. Cna was able to lower the patient to the floor without injury. The belt was thrown away by the cna. They tested a different belt and could not recreate the issue. They state when initially trialed the belt it had teeth on the cinch but these belts no longer have teeth. We will not be able to get the product back for investigation.

Manufacturer narrative:
H3: this report is based solely on the information provided by the customer. Historical data revealed that there is no trend of product malfunction found for part 6528q. Without the return of the device the reported issue could not be confirmed and without the device lot information the release documentation could not be confirmed. The customer confirmed the belt was discarded at time of incident, also noted that they sampled another belt and were not able to recreate the issue, as the belt worked as intended. At this time, this appears to be an isolated event with no product non-conformity found. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The instructions for use state: during the application of the belt the strap should lay flat across the buckle. Tuck excess under the belt. Always verify proper closure before use. Always check for skin integrity, proper circulation and range of motion when the belt is in use. Ensure that the belt is secure and does not compromise the patient¿s medical condition and does not interfere with tubes, lines or other equipment. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. Manufacturer reference file (B)(4). H3 other text : product not returned.